Event description:
The reporter stated the technician noted a tear on the lens haptic of an aq2010v silicone three piece lens prior to loading the lens. The lens was not used and there was no patient contact. The reporter stated they felt the lens was defective.

Manufacturer narrative:
Eval: results: a visual inspection of the returned product found the lens optic and one haptic torn. The other haptic was bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. A lens work order search was performed and no similar complaints were found within the work order.